Event description:
Upon reassessment of the reported event, there has been no indication that a zimmer biomet device was involved. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, there has been no indication that a zimmer biomet device was involved. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was admitted to hospital for the diagnosis of peripheral prosthesis fracture, and underwent right perifemoral fracture incision and internal fixation with steel plate and cable. Attempts have been made and additional information on the reported event is unavailable at this time.